Event description:
A customer contacted baxter's technical service center reporting an alarm during refilling the heater in the last fill on the homechoice (hc) and the home patient (hp) stated she switched the bag on the blue line with the heater bag. The fill volume was 1763ml. The technical service representative (tsr) assisted to end therapy as the caller switched bags while being connected. The caller will call the nurse regarding switching bags while connected and possible sterility issue. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The root cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. Per the baxter homechoice operator's manual, users are warned not to reconnect disconnected solution bags during peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.